Event description:
It was reported that on (B)(6) 2009 the patient received a tka. The patient is experiencing pain, swelling, and weakness. At this time there has been no revision and it is unknown if one is planned.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that the product produced to specification. At this time there has been no revision and it is unknown if one is planned. Should a revision occur or additional information be received to further this investigation, this report shall be updated.